Event description:
It was reported: this patient had a right total hip in 2000. The pt had pain since that time. The pt has an abnormal gait. X-ray shows loosening of acetabular cup. This pt was admitted to this facility for revision of right total hip. Intraoperatively the cup was found to be quite loose. The insert, shell and femoral head were removed and replaced.